Event description:
It was reported that the patient experienced ineffective therapy. Diagnostics revealed high/invalid impedances. It was noted that the lead had fractured. Surgical intervention took place (B)(6) 2022 wherein the lead (entire drg system) was explanted to address the issue. Patient was implanted with a scs lead.

Manufacturer narrative:
Date of event is estimated. Reporter phone number: (B)(6).

Event description:
Related manufacturer reference number: 1627487-2022-04817.

Manufacturer narrative:
The report of high impedance was confirmed. Analysis of the returned lead a found a kink on the outer tubing where all internal wires were broken. These fractures are consistent with an overstress condition or sudden event the lead was subjected to while still in vivo. The fractures are in close proximity which could resulted in intermittent stimulation which could have been misinterpreted as a shocking sensation.